Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report excessive no delivery alarm. The blood glucose level was not included in the report. Advised customer to call when the alarm occurs in order to troubleshoot. Nothing further was reported.